Manufacturer narrative:
Device evaluation update: g4, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block. No email update from the customer after follow up attempts.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation however, the log files provided shows dominant 401- inspiration valve or device leaky active alarm. There are multiple error active alarms that were also triggered along with the device leaky alarm, such as: alarm 316- blower failure, alarm 328 - fan failure, alarm 345- 24v o2 voltage low, alarm 317-hardware failsafe failed and alarm 321 -battery disconnected. It is was determined that the most likely cause of the issue was due to defective inspiration block. The technical support team initiated to replace the inspiration block, test the unit and requested to send back logfiles further evaluation. Investigation still ongoing.

Event description:
The customer reported numerous 401-inspiration valve or device leaky active alarm on a bellavista 1000. Furthermore, there was no information for patient involvement associated with the event.